Manufacturer narrative:
Company representative evaluated the system. Corrections included clearing the system's error logs and rebooting. System was safety tested to factory's specifications. (B)(4).

Event description:
Customer reported the panorama central station with telemetry had lost communication, which may have affected telemetry monitoring. No patient injury was reported.